Manufacturer narrative:
Analysis of the catheter revealed pump connector broken suture ring.

Event description:
The patient¿s pump was end of life, eri and was replaced the day of the report. During the pump replacement, the hcp discovered the pump connector had come loose and looked frayed. The connector was no longer connected to the pump and per the reporter it looked like connector had frayed off the pump. The hcp opted to replace the old connector with 8578 while replacing the pump. There were no patient symptoms reported related to the event. The patient status at the time of the report was indicated as alive, no injury. The patient recovered without sequela. The pump was used to deliver dilaudid.

Manufacturer narrative:
Product ID 8575, lot# n118887, implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type accessory product ID 8709, lot# j10803r12, implanted: 2001 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.